Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a ptn ass. X1-x3 3files 21mm file broke during use. The broken part was not retrieved. No injury.

Manufacturer narrative:
Investigation results received: a protaper next nitifile x3 21mm was returned in loose. File is broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1828123). Root causes are not identified. We will track this kind of event and monitor the trend. Please note that multiple reuses may increase risks of breakages. Removing type of investigation code 4114. The device has been returned and investigated. This is a follow up report for this corrected information.

Manufacturer narrative:
Involved product that broke during use was not returned, and cannot be identified and analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1828123). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (motor setting not fully communicated), overuse (involved file was used six times before breakage; multiple reuses may increase risks of breakages), excessive wear (possible after six uses), or material issue (no analysis of the broken fragments possible). Root causes are not identified.